Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 12/18/2024, a clindex notification was received indicating that a patient listed on the shoulder arthroplasty registry had reported increased pain for two weeks. The patient was implanted on (B)(6) 2024. Nine months postoperative the left reverse shoulder arthroplasty procedure, the patient reported pain without an injury or trauma. An x-ray was performed and there was no acromion fracture.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.